Event description:
It was reported via repair work order that there was reduced brake force due to damaged caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported